Event description:
Information received indicates the brake is not holding properly.

Manufacturer narrative:
The technician found the casters were broken. He replaced the brake and brake/steer casters to repair the bed.